Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 135 mg/dl. The customer reported having had low blood glucose levels that led to a hospitalization. The customer also reported breaking his ankle during a fall from the same event. The customer also reported having had surgery twice and had a breathing tube in both surgeries. The customer was also requesting assistance programming bolus wizard settings on the insulin pump. No add'l info was provided.